Manufacturer narrative:
The field service engineer replaced the degasser and electrodes. He cleaned the ise fluidics, rinse unit, and sample probe, and the sipper probe was adjusted. Calibration, qc, and serum pool were performed and all results were in the expected range. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with an adjustment or maintenance issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 4000 c311 analyzer. The initial calcium result was 6.5 mg/dl and the repeat result was 9.1 mg/dl. The initial potassium result was 6.25 mmol/l and the repeat result was 3.52 mmol/l. The questionable result we reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.